Event description:
It was reported that during a follow up, low sensing and high capture threshold were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the lead tip measuring 48.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead a complete analysis could not be performed.